Manufacturer narrative:
On august 15, 2024, mentor was notified that the patient underwent bilateral removal and replacement with 550cc mentor memorygel breast implants during the revision surgery. However, during the surgery, the right breast implant was also found to be ruptured. There were no reported procedural delays or patient consequences due to the discovery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. The complaint device has been retained as it was stated the device was unable to be returned due to the condition of the implant. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On august 22, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. On september 11, 2024, mentor became aware that information was inadvertently submitted in error. Corrected data: d4 primary UDI number should not have contained a UDI as the device was manufactured prior to UDI compliance date. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using mammogram imaging. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).